Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; d2; g1; g3; g6; h1; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in ecuador. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a knee arthroplasty, after placement of the definitive implant, the surgeon impacted to adjust the implant and the femoral impactor broke. There were no consequences or impact to the patient. The implant remained intact. Attempts have been made, and no further information has been provided.